Manufacturer narrative:
Evaluation of the returned device found adhesive on the inserter trigger which would have kept it from advancing.

Event description:
It was reported that patient underwent procedure utilizing a suture anchor on (B) (6) 2009. During the procedure, the trigger on the inserter would not deploy the second suture anchor. Another suture anchor was available to complete the procedure without significant delay or adverse outcome to the patient.